Event description:
It was reported that during a rotator cuff repair procedure using a magnum2 knotless implant, upon tensioning the sutures the spring mechanism broke. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.